Event description:
It was reported by the customer that the cutter wouldn't rotate and no samples could be retrieved. The case was aborted and rescheduled. The case was rescheduled once the loaner unit was received. No consequence occurred. One holster is being returned for repair.

Manufacturer narrative:
Date sent: 10/07/2008. Eval summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational and translational cables. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.